Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients left ventricular (lv) lead dislodged during a CT scan when the patient was instructed to raise their arms for a chest scan. Fluoro confirmed the lv lead had dislodged. No action was taken at this time as the lv lead can still capture at high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.